Event description:
It was reported that during a procedure performed on (B)(6) 2015 in (B)(6), upon insertion of a 7.5mm x 45mm s-lok polyaxial screw, the tip of the polyaxial driver broker. The screw was then removed and replaced with another readily available.

Manufacturer narrative:
Evaluation by engineering noted visual and physical evidence suggesting that the polyaxial driver was placed in a rotating bending load in excess of its design capabilities and the tip fractured as a result of the overload. It ws also noted that this instrument has been in service since (B)(4) 2010, so there is the possibility that wear of fatigue contributed to the failure. Review of manufacturing history report found a total of (B)(4) pieces of this lot were released for distribution on 12/20/2010 with no deviation or anomalies. A review of complaint history from 1/2/2011 to date did not reveal a trend of tip fracture for this device. Based on the age of the device and the fact that no trend was identified, the need for corrective action was not indicated.